Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Date returned to manufacturer: jan. 8, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the complaint lens was observed stuck in the cartridge to the handpiece. The plunger rod was observed in the locked and advanced position and no defects or assembly issues were observed before and after disassembling the handpiece for inspection. The lens was removed and two damaged and torn pieces of lens from the optic body with the haptics intact were observed (not detached haptics); the rest of the lens was not returned. Excessive viscoelastic residue was observed throughout the handpiece which suggests excess ophthalmo viscosurgical device (ovd) was used during loading and deployment, which could contribute to deployment issues and consequently the complaint issue (the staged position of the lens may get compromised by the excessive ovd causing the plunger rod to contact the lens in an unintended manner). The complaint issue was confirmed, however this cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing records review the manufacturing records review for this production order shows that the units were released within specification. A search revealed that no other complaints were received from this production order. Conclusion:. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported lens defective. Through follow-up it was confirmed that during the preparation of the injector to implant the lens, there has been a problem that appears to have damaged the lens; it has been confirmed that there has not been patient's contact. No further information has been provided.

Manufacturer narrative:
Date of event: unknown / not provided. If implanted, give date: lens was not implanted. If explanted, give date: lens was not implanted, therefore not explanted. (B)(6). The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/ lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.